Event description:
It was reported that, "the guide wire was removed from sterile packaging. Upon inspection by surgical tech, the wire was bent and deemed unusable for reaming purposes. Next, the wire was removed from the sterile field and replaced with another wire."

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.